Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's right eye (od) in 2009. The lens was explanted three days later, due to excessive vaulting. Subsequently, the patient experienced elevated iop, narrowing of the angle and shallowing of the anterior chamber. The lens was exchanged for a shorter lens. The patient's bcva is 20/25.